Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display noted. All buttons functioning properly no damage on the keypad assembly. Device received with serial number label fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 459 mg/dl. Customer also stated that the insulin pump was damaged, serial number was missing, display was blank and buttons are not responding. The insulin pump will be returned for analysis.